Event description:
It was reported that a patient death occurred. A pulse field ablation procedure was performed using a farawave catheter. Approximately one (1) month post index procedure the patient died of unreported causes.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the farawave catheter upn #m004pf41m431 batch #0037905779. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the farawave catheter was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists death as a known potential adverse event associated with the use of the device. Risk review: a review of the farawave risk thresholds was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that one (1) month after a pulse field ablation procedure using a farawave catheter the patient died of unknown causes. Death is a known potential adverse event associated with the use of the farawave catheter.

Manufacturer narrative:
D2a. Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This supplemental report is being submitted with an update to sections: d4. Lot number. D4. Expiration date. D4. Unique identifier (UDI) #. G1. Manufacturing site. H4. Device manufacture date.

Event description:
It was reported that a patient death occurred. A pulse field ablation procedure was performed using a farawave catheter. Approximately one (1) month post index procedure the patient died of unreported causes.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient death occurred. A pulse field ablation procedure was performed using a farawave catheter. Approximately one (1) month post index procedure the patient died of unreported causes.